Event description:
It was reported that eleven months and eight days post port placement in the subclavian vein, the patient experienced pain near the clavicle during infusion. Therefore, the port system was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is inconclusive for the reported fluid leak issue as the reported event was not identified during sample evaluation and further the exact circumstances at the time of the reported event are unknown and the reported clinical conditions cannot be replicated to confirm these failures. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that eleven months and eight days post port placement in the subclavian vein, the patient experienced pain near the clavicle during infusion. Therefore, the port system was removed. The current status of the patient is unknown.